Event description:
On (B)(6) 2015, leica biosystems received a complaint regarding sub-optimal tissue processing which had been identified from a processing run in retort a on (B)(6) 2015 comprising nine (9) cassettes and from a processing run in retort b on (B)(6) 2015 comprising 113 cassettes. On (B)(6) 2015, a leica field support specialist (fss) provided peloris user training, which focused specifically on completing the reagent replacement process in accordance with the manufacturer instructions, to laboratory staff. On (B)(6) 2015, leica biosystems received confirmation that tissue from four (4) patients was not diagnosable; and that re-biopsy had been either recommended and/or performed in each case. The patient age and gender for each patient were also provided. Refer to MFR. Report# 8020030-2015-00050; #8020030-2015-00051 and #8020030-2015-00053 for specific details of the other patients involved. Investigation of this complaint by leica biosystems remains in progress.

Manufacturer narrative:
Bottle 8(ethanol) was removed from the instrument for 22 seconds at 13:22pm on (B)(6) 2015, which is not sufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset at 13:22pm on (B)(6) 2015. Resetting the reagent station set the concentration to the default value of 100%; and reset the number of cassettes processed and the number of cycles and days to zero. However, the actual concentration of the reagent in bottle 8 remained unchanged at 52.4%, because the reagent had not been replaced. This reagent was then used for the final dehydration step in the two(2) protocols from which sub-optimal tissue processing was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in subsequent processing steps ultimately resulting in sub optimal processing. The root cause of the sub-optimal tissue processing reported was a use error. Specifically, the user failed to complete the manual reagent replacement process in accordance with the MFR instructions detailed in the leica peloris/ peloris ii user manual.

Event description:
The sub-optimal tissue processing reported by the complainant is derived from the "factory overnight" protocol started in retort b at 16:25pm on (B)(6) 2015 and the "factory 2hr xylene standard" protocol started in retort a at 09:59am on (B)(6) 2015. These protocols comprised 113 and nine (9) cassettes respectively, based on data entered into the instrument software by the user. Refer to MFR report # 8020030-2015-00050; 00051 and 00053 for specific details of the other pts involved.